Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this incident. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched in association with this event but did not identify a hardware, software or system issue that would have contributed to this event. The cause of this event cannot be determined with the available information.

Event description:
On december 19, 2018 the customer reported that non-reproducible elevated troponin I (access accutni+3) results had been generated on the customer's access 2 immunoassay system (serial number (B)(4)) for one patient sample. The initial elevated access accutni+3 result of 0.883 ng/ml was released from the laboratory. Patient was redrawn two times with results of 0.023ng/ml and 0.008 ng/ml. The customer's normal reference range is 0.00 - 0.03 ng/ml. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was given a heparin drip, nitroglycerin and plavix and transferred to a different hospital. No report of additional changes of patient management were provided. The customer reanalyzed all three patient draws on siemens dimension analyzer for troponin; all three were negative. Actual results were not provided. Calibration, quality control and system check were all performing within specifications at the time of the incident. Information regarding patient sample collection and processing was not provided.